Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported that he has not used the scs system for approximately two years as he was not receiving effective stimulation. The patient s requesting to be explanted hence surgical intervention may be pending to address this issue.